Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise and an inappropriate mode switch. The right ventricular (rv) lead exhibited oversensing which was inhibiting pacing. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.